Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity etc., are within its specified ranges for each distributed device. Add'l analysis of validated microbiological indications is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
We were notified on (B)(6) 2015 that this system was removed due to infection. On (B)(6) 2016, we were notified that the pt had a prolonged foot infection complicated by osteomyelitis and bacteremia and presented with (B)(6) with vegetation on the rv lead which was why the system was extracted.

Manufacturer narrative:
(B)(6) 2016, the pt had prolonged foot infection complicated by osteomyelitis and bacteremia and presented with (B)(6) bacteremia with vegetation on the rv lead which was extracted. This is no longer eligible for the asr, ca. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within the specified ranges for each distributed device. Add'l analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.